Manufacturer narrative:
Date of event was reported as "10 days ago, week ago (B)(6)., pt confirmed (B)(6)." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported an informational power-on-reset (por) was seen on the recharger while they were charging their implantable neurostimulator (ins). The therapy had stopped as a result and prevented them from charging the ins. When the patient tried to synchronize to the ins using the programmer the por showed on that device also. The patient had recent emi/medical testing as they had radiation treatment on their groin (not related to the ins device) monday-friday. The device was turned off while they were doing the radiation. The patient had talked to the manufacturer¿s representative about the por but it kept appearing on the recharger/ins. The patient wondered if the radiation could have ¿played havoc¿ on their device. The patient had not used the device in about 2 weeks because of the radiation treatments but stated that they might use it for a while now due to some upcoming radiation. The por was successfully cleared with a reset. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.